Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Damage to the lead was noted; specifically to the lead insulation. Laboratory analysis concluded due to the location and morphology of the damage, it was likely due to electrode-on-can contact. Resistance testing was completed to assess the lead's electrical performance; measurements throughout these tests were abnormal due to fractured wires at the distal area of shock coils, most likely induced, explant damage.

Event description:
It was reported that the patient with this electrode presented with system oversensing on all vectors, resulting in baseline shifting and untreated episodes. The patient was scheduled and underwent a revision procedure, at which time electrode insulation damage was noted/confirmed. The electrode was explanted and returned for analysis; no resulting adverse effects were reported.